Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had an issue with the pump from the past that has since been resolved with surgery. The patient stated that her pump was beeping in (B)(6) 2014 because the battery was getting low. The patient stated she had already weaned herself off morphine. The patient stated she was not getting any relief from drugs and they could not figure out why and after testing a few weeks ago, the figured out the catheter went bad. This was 2017 (B)(6). The patient stated the catheter was not allowing any drainage. The patient stated this all started back in 2014 and kept complaining of no relief but the doctor kept raising medication level. The patient thought she was getting immune to it. On 2017 (B)(6) the patient had a new pump due to normal battery depletion.

Manufacturer narrative:
Updated to reflect the information received on 2017-aug-25 and 2017-aug-28. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative on 2017-aug-25. It was reported that the patient was misinformed. Additional information was received from a manufacturer's representative (rep) on 2017-aug-28. It was reported that the patient was misinformed and that the patient's pump was not alarming at the time of replacement and was not alarming due to "the battery getting low". The rep noted that the patient's previous pump was filled with saline after the patient stated that they did not want to continue therapy, but the hcp opted not to remove the pump. It was confirmed that the catheter was replaced due to an unspecified catheter issue, but the cause of the catheter issue was unknown to the rep at the time of the report. The rep noted that the weight of the patient at the time of the event was unknown. The system was reported as discarded. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving morphine, dose and concentration not reported via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. The patient stated that they had dementia and a bad memory/was forgetful which has gotten worse over time. The patient stated that she thought it originally was her pain. The patient reported their pump ¿stopped working¿. Per the patient they had to change drugs in the pump and kept increasing it until it was ¿stopped¿. The patient started on fentanyl then changed to dilaudid and then changed to morphine. The patient stated that eventually the healthcare provider tested the pump and did a needle test to get spinal fluid out of the back and couldn¿t do so which determined that there was an issue with the catheter. The system was then replaced. The patient noted that they still had stitches in their gut and back from the recent implant. No further patient complications were reported.